Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that her daughter experienced high blood glucose 500mg/dl treated with boluses. It was also reported that insulin pump was no longer working and battery in the pump was only lasting for one to two weeks. Customer¿s blood glucose was 154 mg/dl at the time of call. Customer was advised to monitor the pump and call back if recurs. Insulin pump will not be return for analysis.